Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative noted that an error appeared in the power supply logs, so the voltage was adjusted. The representative also reseated all connections to the viewing station of the imaging system computer, uninterruptible power supply (ups) and power control board as a precaution. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while setting up for a spinal fusion, the power led for the viewing station of the imaging system was blinking and would not turn off. The power cable was then removed and the imaging system was restarted which resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.